Event description:
It was reported that the mobile power unit (mpu) battery clip was difficult to screw. The mpu was exchanged.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of difficulty securing the power cable to the mobile power unit (mpu) patient cable was able to be confirmed. The mpu (serial number: (B)(6) was returned for analysis and was evaluated and tested. The patient cable was inspected and damage to the white power cable connector threading was observed. The mpu was connected to power and started as intended. A test controller was able to connect to the patient cable. The mpu was functionally tested and was found to operate as intended. The patient cable was replaced due to the damaged threading. No further testing as conducted. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the mpu (serial number: (B)(6) and was found to pass all manufacturing and quality assurance specifications before being shipped to the customer. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.